Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a wrong time. A technical support specialist (tss) reviewed a station that was showing an incorrect time and began by verifying the station¿s time zone and time server configuration and dialed into the station, opened a power shell session, and checked the current time zone before comparing it with the time zone used by other stations in the facility. When needed, the tss updated the time zone to match the correct regional setting. The tss then confirmed whether the station was communicating with the facility¿s network time protocol server by checking the status and startup type of the windows time service and verifying the configured time source. If the network time protocol server information was missing or incorrect, the tss identified the proper server address through the facility records or information technology staff and ensured that the service was using the correct source. When no time server was available, the tss manually updated the station time as a temporary measure. The tss also reviewed device times through the enterprise server database to identify any stations showing discrepancies. This workflow ensured that all connected devices reflected accurate time settings based on the correct time zone for the facility. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, wrong time on machine and pyxis time was one hour slow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.